Event description:
A customer reported ¿one (1) discrepant patient sample result for free thyroxine (ft4)¿ on the aia-2000 analyzer. The customer ran the patient sample and resulted with 0.57ng/dl, the result was reported out. The patient result was lower than expected for ft4 and the physician requested a rerun of the patient sample based on patient's history results. The technician reran the sample and result was 0.68ng/dl, which is closer to the patient expected history ranges 0.69ng/dl - 0.72ng/dl. Quality control (qc) was within acceptable ranges, however the customer insisted on onsite service visit. A field service engineer (fse) was dispatched to further investigation. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient result.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the quality control (qc) and patient data, and noted that recovery was lower compared to the other aia-2000 analyzer that was onsite. While troubleshooting, the fse found unknown debris on the detector lens, which led to the lower recovery. Fse cleaned the detector lens, verified alignment, cleaned and lubricated the main arm z-axis, specimen syringe assembly, adjusted main arm clot detection, and performed leak test, all within specifications. In addition, fse verified proper alignments of the substrate, wash dispense and b/f probe, decontaminated the substrate line, and validated the analyzer by successfully performing quality control (qc) and precision runs within acceptable ranges. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 10may2023 through aware date 10jun2024. There were two similar complaints identified during the search period. The st ft4test, analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. The most probable cause of the reported discrepant result for free thyroxine (ft4) was debris on the detector lens.

Manufacturer narrative:
Correction for h10 rationale: 13-month look back statement. Incorrect statement: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2023 through aware date (B)(6) 2024. There were two similar complaints identified during the search period including this case. Correct statement: a 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2023 through aware date (B)(6) 2024. There were no similar complaints identified during the search period.